Event description:
According to the available information the sheath around the dormia had fragmented. It was removed with foreign body forceps.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found none regarding the lot number 9252934. The product has been made with following components: - sheath: item number svh151 lot number 2111090221, - basket: item number ss4149 lot number 2303012106. Checking the quality database revealed no anomaly in relation to the described defect. Without the sample we cannot do more than a documentary investigation which revealed no anomaly recorded during production. A similar case study was done based on same item number and same defect (broken) from december 2019 to december 2023: 5 similar cases were found. A rmf [risk management file] evaluation was performed and concluded that the residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe. A clinical assessment was performed and no general conclusion can be drawn in the absence of an identified root cause of the sheath rupture.

Event description:
The dormia was being used for pelvic and lumbar ureteral stones. One of the three stones had already been removed with the dormia prior to the sheath issue. Further ureterorenoscopy was performed to remove the stones.